Event description:
It was reported that the patient underwent the implant procedure. During the surgery, the setscrew on the implantable cardioverter defibrillator came out of the header. The device was not used and a new device was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported complaint of "setscrew had come out of the header" was confirmed. Analysis found the setscrew became stuck to the wrench tip due to the user forcing the wrench down into the a-setscrew inset without the wrench tip being aligned to go correctly into the inset. The problem is consistent with incorrect wrench insertion into the setscrew by the user.